Event description:
The rn reported to biomed that, the pump was working "fine" however, the buttons were frozen. The tech suggested it was the umbilical cable to the screen. As a result, the pump was exchanged off the pt.

Manufacturer narrative:
Biomed contacted arrow clinical support (acs). Acs contacted the hosp. And spoke to the rn. The rn was asked to locate the pump with the "frozen buttons" and disconnect the umbilical cable, reconnect it, then power it up. At which point the pump operated fine. There were no reported pt complications. We are not expecting the product to be returned. A follow-up report will be filed if more info becomes available.